Event description:
On (B)(6) 2025 the patient underwent resection and implant. Postoperatively, the patient exhibited unspecified speech issues. A CT scan on (B)(6) 2025 revealed a small hemorrhage beneath a coiled left frontal strip lead wire. The wire was coiled under the dura, compressing a blood vessel and causing capillary backup, resulting in the hemorrhage. On (B)(6) 2025, the patient underwent a procedure to reposition the wire. Following successful repositioning, venous flow was restored.". The lead was secured with adhesive, and the skull was closed. As of (B)(6) 2025, the patient was recovering well.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.